Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system after the motor error was cleared. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.